Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior and interior visual inspection. A review of the receiver data log found no errors related to the incident. The device failed global receiver functional testing and the manual drop sound test. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.